Event description:
The patient called to report that pt has had to call 911 five times in the past two weeks due to low blood glucose. Pt uses the suspect device and injects insulin on a sliding scale based upon the results obtained. Pt said the suspect device is reading high and causes pt to take too much insulin. Pt has been treated with IV's and hospitalized due to this. Pt said sometimes results are correct and other times the result does not reflect how pt feels. Pt did not use glucose controls to check the system. The suspect device was replaced and authorized for return to the manufacturer for eval.